Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch #unk. Additional information was requested and the following was obtained: can you please confirm the product code of the device? The reported device, ats45nk, does not have a knife blade and therefore, cannot cut the tissue. Product code for the stapler: ats45. Product code for the reload: tr45w. The following information was requested, but unavailable: what type of procedure was the device used in? How was the bleeding controlled? What additional interventions were performed? How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Were there any other patient consequences or change in the post-operative care of the patient as a result of the event? Due to federal and state privacy laws we are unable to provide any additional patient information beyond the information provided in the medwatch report.

Event description:
Please see the user facility medwatch attached to this report.